Manufacturer narrative:
The insulin pump had a motion sensor test failure alarm during the rewind process due to encoder signal being out of phase. The displacement test was unable to be performed due to motion sensor test failure alarm. The insulin pump was received with a cracked case at the display window corner, cracked display window, cracked belt clip slot, cracked battery tube threads and minor scratches on the lcd window. (B)(4).

Event description:
Customer reported via phone call damage on the insulin pump. Customer advised there is a crack in the upper left hand corner of the screen. Troubleshooting for the cosmetic damage was performed. Customer advised they had an MRI done and had to remove their sensor. Customer advised they are not sure how the cosmetic damage occurred.